Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to obtain the following additional information and the device. To date no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent: please clarify: did clips not hold on to tissue or vessel once placed? Or were the clips cutting the tissue of vessel once placed? What was the amount of the blood loss (mls)? Was a transfusion required? Was the procedure altered as a result of the event? What is the current patient status? Is the device available for return? If yes, please provide the contact name, address, and phone number to send a return shipper kit. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the patient had bleeding after the clips were placed. New clips had to be put on. Patient went stable to recovery.